Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed oversensing. One ventricular non-sustained tachycardia episode with 210 ms average ventricular cycle was recorded on (B)(6) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Asku

Event description:
It was reported that the managed ventricular pacing function was causing oversensing. The device is still in use. No patient complications have been reported as a result of this event.